Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced fluid loss. The location and source of the fluid loss was not identified. The a surgical procedure was performed during which the existing ipp was removed and replaced with a new one. No patient complications were reported.